Manufacturer narrative:
(B)(4). D10: unknown oxford tibial component, lot unknown. Unknown oxford femoral component, lot unknown. G2: foreign - event occurred in germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately twelve years post-implantation due to pain and fracture of the polyethylene inlay. During the revision, the poly was found in two complete and separate pieces and was easily replaced with a new bearing. No trauma or contributing factor is known. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d9, d10, g3, g6, h2, h3, h6, h11. D10: (B)(6), oxford ph3 cementless fem sz s, lot unknown. (B)(6) , oxf uni cmntls tib sz a lm, lot unknown. Complaint can be confirmed through the returned product analysis. It was found to be separated into two pieces of approximately equal size, with the split occurring near the midline in the medial¿lateral direction. The item was examined under magnification. No additional pieces or fragments of uhmwpe were returned for analysis. The superior surface of the bearing shows possible evidence of delamination on the medial side, as well as additional possible delamination or damage near the posterior-lateral region. The remainder of the articular surface exhibits light wear, scratching, burnishing, and abrasions consistent with long-term in-vivo use. The suspected delamination or damage on the posterior-lateral side has resulted in a substantial loss of material in that area; however, the mechanism of this material loss cannot be definitively determined. The inferior surface shows further regions of possible delamination along the medial edge, with the largest area located directly beneath the region of suspected delamination observed on the superior side. Aside from these areas, the inferior surface displays wear and gouging typical of in-vivo use, along with additional gouges that may be attributable to explantation damage or contact with the edge of the tibial component if the bearing had shifted into an unsupported position. The fracture surfaces of both halves show signs of possible subsurface white banding, a feature generally associated with elevated oxidation levels in uhmwpe. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified initial postoperative ap radiographs of the left knee dated seven days post implantation demonstrated slight medial malposition of the polyethylene bearing, mild malrotation of the femoral component, and mild varus alignment of the tibial component following medial unicompartmental knee arthroplasty. Subsequent left knee radiographs dated approximately eight months prior explantation show evidence of polyethylene bearing wear versus fracture, with anterior migration of the bearing. Potential contributing factors to polyethylene wear include mildly excessive valgus positioning of the femoral component, mild varus alignment of the tibial component, and a possibly excessive posterior tibial slope¿although the posterior slope could not be assessed on the initial study due to the absence of a lateral view. A definitive root cause could not be identified however the bearing fracture is may be attributed to mechanical overloading, with contributing embrittlement related to elevated uhmwpe oxidation and subsequent delamination. Additional factors that may have accelerated wear include a slightly excessive valgus orientation of the femoral component, mild varus alignment of the tibial component, and a potentially increased posterior tibial slope. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.